Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the customer was not outside of the labeled operating temperature range. Customer's blood glucose level was 150 mg/dl. Customer successfully resumed insulin therapy.